Manufacturer narrative:
The ge service rep conducted an on site investigation. The hard drive was replaced and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the monitor would display lines in the images. No pt injury was reported.